Event description:
The customer reported that during an aortic diagnostic procedure, the catheter deformed and kinked in the patient. No harm or injury was reported.

Manufacturer narrative:
Device eval: one used device was returned for eval. The user did not indicate if this was the initial use of the device. The device history record was reviewed and found no related exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The device was visually and microscopically inspected. There is one indentation and one kink in the body tubing approximately 44cm and 79 cm from the distal end of the strain relief. There is a rough or rippled surface of the body tubing 2.5cm long approx. 85 cm from the distal end of the strain relief. The device lumen accepts the recommended guide wire. Complaint confirmed. Merit is unable to determine an exact root cause for damage to the body tubing.